Manufacturer narrative:
Findings: unit received with high idle current due to faulty c13 I/b. Unit also received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery even after using the correct batteries. The patient's blood glucose level was unknown at the time of the call. The customer returned the insulin pump for analysis.